Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the controller, the power supply one and a broken handle. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that they could not see the image on the monitors and after the system was up and running it would lose power. No patient injury was reported.